Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead (sn (B)(4)) found that the lead body conductors were broken at the titan anchor site. All conductors were broken 24.3 centimeters from the distal end. Analysis of the lead (sn (B)(4)) found that the lead body conductors were broken at the titan anchor site. All conductors were broken 23.2 centimeters from the distal end. All conductors were broken.

Event description:
It was reported that the manufacturer representative (rep) was going into a lead revision simply to have a full body MRI device implanted and they could that both leads had high impedances. The impedances were all absolutely 10,000 ohms. The cause of the impedance issue was not determined and unknown if device related. They were not able to determine if any lead fractures were noted. The rep tried different voltage levels, all with high impedances. They also tried to reference different electrodes, all the same. This was done the date of the surgery. After the revision the patient was having excellent results. The patient was getting good paresthesia coverage and relief.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they didn't know why, how, or when the lead broke. It was replaced in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.